Event description:
The end user states that the side piece with two tubes that connects to the chair needs to be replaced, basically referring to the arm assembly. The very angry end user alleged that he fell out of chair last week. He refused to provide any further information.